Event description:
It was reported that there was a failure of the bone cement that resulted in the cemented cup pulling out of the acetabular cage. The cement was the failure point of this surgery. Revision procedure has not been scheduled at this time. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00712405648 item name acetabular revision system - cage, left short flange use with 56/58/60 mm shells lot # 3002485. Depuy smart set ghv cement. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02470. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the shell was not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that the shell was not reportable. The initial report was forwarded in error and should be voided.